Event description:
Patient reported left capsular contracture baker grade I, "plastic-like foreign material detected, to a certain extent with foreign body reaction and mild associated inflammation", "double-bubble deformity", "dissolved inframammary folds with bottoming out" and "waterfall deformity". Patient representative later reported left "severe sticking where the silicone leakage had also occurred" and "mental stress and worries". Also reported was "headaches", "exhaustion", "cardiac arrhythmia", and "breast implant illness" all non device related.

Event description:
Patient representative reported left side ¿headaches¿, ¿exhaustion¿, ¿cardiac arrhythmia¿, ¿breast implant illness" are not device related , also reported ¿severe sticking in the left breast, where the silicone leakage had also occurred¿, "mental stress and worries about possible consequential and late damage", ¿capsular fibrosis without dystrophic calcifications in resections of the implant pseudocapsule of the breast on both sides", "plastic-like foreign material, partly with foreign body reaction and discrete accompanying inflammation¿ and ¿was diagnosed with capsular contracture baker grade I on the left side, bilateral double-bubble deformity and waterfall deformity, as well as dissolved inframammary folds with bottoming out and too high incisions on both sides¿. Device has been explanted.

Event description:
Legal affairs reporting left side with "headaches, exhaustion and cardiac arrhythmia (breast implant illness); severe stinking in the left breast, where the silicone leakage had also occurred; mental stress and worries about possible consequential and late damage" devices was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.